Event description:
It was reported while the patient was on vacation in spain, the patient was eating, gave bolus and several corrections but the blood glucose (bg) levels kept rising. The bg levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod for between 5 and 24 hours. The patient was feeling sick on the flight back home to the united kingdom (UK). The patient noticed the adhesive was partially off and the cannula dislodged from the insertion site (back). A new pod was activated and after landing the in UK, the patient went to (B)(6) hospital. Ketones were measured to be 2.8 mmol/l and the patient wad diagnosed with diabetic ketoacidosis. The patient was given anti-sickness pill's and the new pod remained in place for insulin delivery. The patient was released after approximately four hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.